Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6; -13.5/2.5/091 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced low vaulting with rotation. On (B)(6) 2022 the lens was explanted; later on this same date a replacement lens of longer length was implanted and this resolved the problem. The cause of the event was reported as unknown.